Event description:
Event description guidant received information that during a follow-up visit, this pacemaker could not be interrogated or respond to a magnet. This device indicated beginning of life battery status four months ago, and has been in service for over five years. The patient was noted as asymptomatic with a rate in the 70s. A follow-up communciation noted this device was sensing, however was explanted due to no pacing, no magnet response, and it still could not be interrogated. In addition, interrogation with the device was successful once the device was removed from the patient, however no daily measurements could be obtained. The lead checked out with normal data and remains implanted with the new device.